Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all buttons of the insulin pump had frequently no or intermittent response by buttons press happened during normal use. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the block mode was not active. Customer stated that the buttons were still unresponsive. Advise the customer to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.